Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited a pulse generator fault meessage indicating a tachy mode change due to device reset.